Event description:
It was reported that this right ventricular (rv) lead had fracture. This lead was explanted and no new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that fractured lead was determined through device measurements.

Event description:
It was reported that this right ventricular (rv) lead had fracture. This lead was explanted and no new lead was placed. No additional adverse patient effects were reported.